Event description:
Report due to surgical procedure. The physician attempted a right femoral arteriotomy closure with the prostar xl 10 french device after an interventional procedure. Two different devices were used and the "suture did not capture" in both cases. The arteriotomy was closed via a surgical" cut-down" of the femoral artery. Although requested, no further info was available.